Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, the iol was divided in tow pieces when injected in the eye and the haptic was missing. The incision was enlarged in order to remove the iol. No sutures were needed. There was a delay of 20 minutes. In surgeon's opinion, this delay was considered as clinically significant. Add' l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Add'l observations were as follows: lens returned in two (2) pieces in #78 (iw) lens case. Solution is dried on the lens. One haptic is broken/torn/missing at the gusset area. The optic is broken/torn possibly cut, and scratched/marked - rejectable. Root cause: while we are unable to determine the origin of the damage, our observations reasonably suggest that it is not mfg related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. There were no other complaints reported in the lot number. (B)(4).